Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
An attorney reported that the patient's implantable neurostimulators (ins) batteries failed after four months and required replacement. The patient's indications for use were essential tremor and movement disorders. Refer to manufacturing report #3007566237-2015-02916 as the patient eventually passed away after a surgery in 2014.